Manufacturer narrative:
Disregard file because it has been determined to be not reportable.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that the IV tubing was disconnected from the blue end cap. Blood backed up into the line. The primary line and connector was changed twice. There is no report of patient harm.